Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient stated she was on a trip two weeks ago. The patient stated she charged her ins, but she noticed she wasn't feeling stimulation and she saw the por message. The patient mentioned she fell in a hole during her vacation while looking for crystals. The patient was assisted with clearing the por while on the call, and the patient's therapy was back on. The issue was resolved over the phone through troubleshooting. No further complications were reported. No additional patient symptoms were reported.